Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the emitter of the navigation system could not recognize instruments. It was reported that the emitter was moved to a position where it could recognize the patient and instrument trackers. The site then re-registered the patient after verifying the registration probe. The site then reverted in the application software and the patient registration was missing. It was then noted that the site could not verify the straight suction and continued without it. Troubleshooting found that the error metric for the straight suction was in passing values but could not be verified. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system functioned as designed in procedures following the reported event. It was noted that the issue was suspected to have been caused by the user inadvertently pressing the foot pedal.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.